Event description:
(B)(6) infant with a history of end-stage renal disease. He has undergone hemodialysis and his primary nephrologist requested a peritoneal dialysis catheter to be inserted for long-term renal replacement therapy. When the peritoneal dialysis catheter 2 cuffs pediatric coiled package was opened in preparation for insertion, it was discovered the package did not contain the right peritoneal catheter. Several other packages opened with same results. The distal cuff to coil length was longer than what was indicated on the packaging. Surgeon had to place an infant sized catheter. Per surgeon, the catheter enclosed in the package was too big for the patient, and the measurements indicated on the packaging did not match the catheter enclosed. All peritoneal catheters of all sizes (infant, pediatric, adolescent, adult small and adult regular) pulled from stock. There is a concern this infant catheter may not work properly for the patient as it had been requested to try to avoid the neonatal size because of smaller diameter to allow for better lumen. The pd catheter the patient previously had before hemodialysis was neonatal and per nephrologist was a struggle because of the lumen. Patient has had one brief dialysis treatment without any issues.